Event description:
Information was received from a patient who was implanted with a neurostimulator for intractable spasticity, multiple sclerosis, chronic low back pain, and spinal pain. It was reported that the patient could not find the ins since (B)(6) 2012, indicating poor telemetry. The patient's healthcare professional moved the implantable neurostimulator (ins) up 3-4 years ago. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.